Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 of all pockets was not detected on the bus. A field service engineer successfully powered down the station and reseated the row board cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, experienced drawer malfunction. The customer reported that the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.